Event description:
Patient was revised to address pseudotumor. Update rec'd (B)(4) 2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone. A stem is being added to address the elevated metal levels. Update (B)(4) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, a crack occured in the calcar while trying to reposition a size 12 stem. The stem was removed and the crack was cabled. A smaller stem was used. The revision operation indicated pain, increased metal ions, and pseudotumor with soft tissue loss. Lab results from (B)(6) 2014 confirmed the high metal ion levels. The part/lot is being updated for the head and stem and an unknown size 12 stem is being added. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. Medical records and x-ray(s) were obtained and reviewed by a medical professional. It is not known to what extent, if any, the implant position may have been a factor in the reported problem. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.